Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The DHR was unable to be reviewed for this device because it was purchased in 2004. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the available information, the investigation determined the likely cause of the reported event was failure of the device to energize the charge-coupled device and the cable unit due to age-related deterioration of the subject device. A review of the instructions for use for the subject device found the following statement, which addresses "frozen or lost endoscopic images": never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that an image could not be "captured through the lens." The problem, as reported to olympus, was first identified prior to a procedure. There was no delay in the procedure associated with the reported problem. The intended procedure was completed using a different device. No other devices were replaced during the procedure. There was no patient impact and patient injury, associated with the problem, reported to olympus.